Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. This lead is out of service and replaced. No additional adverse patient effects were reported.